Event description:
It was reported that there was loss of image.

Manufacturer narrative:
Alleged failure: per the rep the has been signal drop on this synk 0240031075. Update: we lost visualization for 30 sec. Conclusion: reported failure mode was not reproduced during investigation. However, a number of wireless video and connectivity disruption events were found in st logs downloaded from receiver s/n (B)(6). Probable root cause of wireless video loss is likely due to wireless interference. Wireless metrics logged from receiver found indications of severe wireless interference in some sessions with frequent occurrences of 1000-3000+ error block counts interspaced with <10 sds misscounts. The lack of e1_9 errors implies that the interference source was unlikely to be occupying the majority of 5ghz channels but is possibly located near the receiver. However, without the transmitter channel wireless metrics, this cannot be definitively confirmed. Other sources can include nearby radar, weather stations, and low-power wifi access points. If using a connected or hub, having wifi enabled may also interfere with video transmission. Use of 20mhz transmission mode could potentially mitigate wireless interference issues at the site by increasing the availability of channels for use by synk 4k. However, video source must be set to 1080p in order to use this feature. When configured in 20mhz mode, a brief pulsing blue led light will be visible when powering up the transmitter. If a 4k video source is detected while in this state, the led will pulse amber and wireless link functionality will be disabled. The product was returned for investigation and the failure(s) identified is consistent with the complaint record. Failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was loss of image.